Event description:
It was reported by svc report that the break away head section did not lock into place. The trigger lock and clevis pin were damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section.